Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead had been severed and was returned in two segments. Resistance testing confirmed each of the segments were electrically continuous. Microscopic visual inspection identified damage to the outer insulation. The abrasion damage was consistent with lead on lead contact. The reported clinical observations were most likely due to the confirmed lead damage.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a review of the data from this device identified intermittent noise on the ventricular and atrial channels which was oversensed resulting in inappropriate stored ventricular event and atrial tachycardia response events. High atrial threshold measurements and low ventricular sensing measurements were also observed. Pacing inhibition was suspected but was not confirmed as pacing was at 100 percent in the ventricle. The caller noted that the ventricular lead was programmed to bipolar pacing configuration and unipolar sensing configuration and sensing was fixed. Additional information was received confirming the patient ended up in 2:1 heart block which would account for ventricular pacing at 100 percent. The system was subsequently explanted and replaced. No additional adverse patient effects were reported.